Manufacturer narrative:
(B)(4).

Event description:
Procedure: removal a t10-t11 cyst. According to the reporter: this pt, who was part of a covidien study, underwent a procedure to remove a t10-t11 cyst on (B)(6) 2013, which involved an intentional durotomy. The durotomy was sutured and then sealed with duraseal (amount unknown). Once a watertight closure was obtained, the wound was then closed with sutures. On (B)(6) 2014 (post-op day 54), the subject was admitted to the hospital with complaints of head and neck pain, at which point a csf leak was identified. The subject was brought back to the operating room, where the leak was repaired. The event is still ongoing as of the time of this report. The principal investigator categorized this as possibly related to duraseal.